Manufacturer narrative:
The field service engineer also performed a 20-cup precision test with successful results. The customer stated that the qc was acceptable before the event. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The na electrode lot numbers used in the module are: ion-selective electrode (ise) 1 = m8676. Ion-selective electrode (ise) 2 = m8647. The expiration dates were requested but not provided. On the field service engineer's (fse) first service visit, he inspected the module and could not determine the cause of the event. The fse then replaced the sample probe and both degassers. He also performed decontamination of the reagent flow path. He noted that the nozzles were dripping from ise 1. He replaced two solenoid valves (sv) and all syringe seals. The module was disabled for further troubleshooting. On the fse's second service visit, he performed a module decontamination from the bottles up to the mixing vessel, including the reference tubing. On the fse's third service visit, he replaced the pinch tubing and performed alignments for the dispense, vacuum, and sipper nozzles on ise 1 and 2. On the fse's fourth service visit, he reviewed the fluidic pathways and repaired damaged tubings to the fluidic pathways. He reviewed prior repairs for proper orientation and functionality. He ensured the degassing capability was effective and performed routine preventative maintenance. Calibrations and qc were performed with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated that no questionable results were reported outside of the laboratory at the time of the call. The patient sample was rerun because they noticed that the results were running high from the average. The patient sample was rerun on their other c8000 ise module. The reporter was able to provide one example of a discrepant result. The initial sodium result from the module was 148 mmol/l. The repeat result from the other module was 140 mmol/l. The repeat result was deemed correct.